Event description:
Caller reported air bubbles or gaps in the tandem mobi cartridge during pumping. There was no adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.